Event description:
An ecp reported that the consumer experienced corneal ulcer after wearing contact lenses. The consumer had stopped wearing contact lenses for some time and was under treatment. The current status of the consumer's eye is resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number (B)(4) for the reported lot number n4030479. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number (B)(4) for the reported lot number n4030479. The manufacturer internal reference number is: (B)(4)

Event description:
An ecp reported that the consumer experienced corneal ulcer after wearing contact lenses. The consumer had stopped wearing contact lenses for some time and was under treatment. The current status of the consumer's eye is resolved. Additional information has been requested but not yet received.